Manufacturer narrative:
The calibration and quality control results were in range when the samples were tested. Siemens reviewed sample handling with the customer: centrifugation settings - 6 minutes, 3600 rpm, rcf = 2999, temp = 20 degrees c, tube container = sarstedt - serum gel z/4.9ml. First duplicate analyses: sample was aspirated on (B)(6) 2020. @ 11:15 and resulted at 11:27. Second duplicate analyses: sample was aspirated on (B)(6) 2020 @ 14:19 and resulted at 14:30. Sample was stored in refrigerator in-between analyses fresh sample. Draw date information: according to patient request form the sample was taken on (B)(6) 2020 @ 13:55, siemens continues to investigate. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer observed a reactive (positive) advia centaur xp sars-cov-2 total (cov2t) result for 1 patient that was nonreactive (negative) upon repeat testing. The customer reported the nonreactive (negative) result. There are no reports of patient intervention or adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
MDR 1219913-2020-00599 was filed on december 7, 2020. Additional information january 4, 2021 using advia centaur xp sars-cov-2 total (cov2t) lot 709003, non-reproducible reactive results were observed. The account tested 220 samples and two samples gave an initial reactive result and upon repeat resulted nonreactive. One sample was reported in MDR 1219913-2020-00599. Data was not provided for the second sample. Internal testing of cov2t lot 709003 showed variability and discordant frequency is 1.22%. The account's frequency is much lower than what was determined during the investigation performed by siemens. Based on the information provided, no product non-conformance identified. Customer is operational. No further action is needed. The investigation finding, and investigation conclusion codes were updated.